Event description:
It was reported that this right atrial (ra) leads automatic thresholds were detected as suspended due to noise. The atrial intrinsic amplitude was noted to be out of range, and there is evidence of atrial undersensing and far-field oversensing observed on the stored electrograms. Additionally, large far-field r-wave oversensing signals were observed on all electrograms. This lead currently remains implanted and in service. Further review was recommended. No adverse patient effects were reported.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) leads automatic thresholds were detected as suspended due to noise. The atrial intrinsic amplitude was noted to be out of range, and there is evidence of atrial undersensing and far-field oversensing observed on the stored electrograms. Additionally, large far-field r-wave oversensing signals were observed on all electrograms. This lead currently remains implanted and in service. Further review was recommended. No adverse patient effects were reported. Additional information: new information was provided from the field indicating that this lead was explanted and replaced. This lead is not available for return. No additional adverse patient effects were reported.